Event description:
Rptr advised pt was in a diabetic convulsion with a blood glucose of 39 mg/dl (normal = 100-200 mg/dl) at 10:00am in 2005. Rptr treated pt with a glucose tab, but pt was unable to chew it so rptr gave glucose gel until pt was able to chew. Pt's blood glucose returned to normal and no add'l treatment was required. Rptr stated pt's blood glucose has been low since switching to this device. Pt will switch to backup device.